Event description:
Additional information was received which reported that the patient passed away two day following the valve implant procedure. The cause of death was cardiogenic shock and worsening lactic acidosis secondary to cardiogenic shock. It was confirmed that the valve did not migrate post procedure to occlude the rca.

Manufacturer narrative:
Updated date of death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b2. Updated date of death - date of death is month/year valid. Updated b5. Updated h1. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that the patient passed away from the procedural complications. The cause of death was not received.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, the patient was in the recovery area when they experienced chest pain. The patient was found to have a coronary occlusion. The patient was brought back to the catheter laboratory and an attempt was made to obtain access to the right coronary artery (rca) for a coronary intervention. However, this was unsuccessful. The patient had a small sinus of valsalva (sov) mean diameter, acute rca takeoff and a narrow sinotubular junction (stj). Per the physician, the patient's anatomy contributed to the event. The devices had been inspected prior to use and a pre-dilation was performed prior to valve implant due to a mean gradient of 90mmhg. Per the physician, there was a causal relationship between the adverse event and the procedure, but it is unknown if the device contributed. No procedural delay occurred. No additional adverse patient effects were reported.